Manufacturer narrative:
The manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Item references unknown.

Event description:
It was reported that patient underwent revision surgery due to infection and osteolysis.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. According to the additional information and documentation received on july 16, 2019 it was discovered that this complaint (B)(4) is a duplicate of the original (B)(4) (submitted under the references: 9613350 - 2015 - 01091 -2, 9613350-2015-01501-001, 9613350-2015-01501-002). All additional information and documentation received on july 16, 2019 were already available in (B)(4). Both complaints report the same issue. For this reason, the event will be covered in original complaint (B)(4) and (B)(4) will be set to "not a complaint". Please void it from your database. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
According to the additional information and documentation received on july 16, 2019 it was discovered that this complaint (B)(4) is a duplicate of the original (B)(4) (submitted under the references: 9613350 - 2015 - 01091 -2, 9613350-2015-01501-001, 9613350-2015-01501-002) all additional information and documentation received on july 16, 2019 were already available in (B)(4). Both complaints report the same issue. For this reason, the event will be covered in original complaint (B)(4) and (B)(4) will be set to "not a complaint". Please void it from your database.